Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed abnormalities related to the relative state of charge (rsoc); the battery did not estimate the capacity accurately. This is an additional finding not related to the reported event. The most likely root cause of the observed abnormal relative state of charge event can be attributed to an estimation error. A review of the battery's internal log revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This observation is an additional finding not related to the reported event. A possible root cause of the out of range maximum lifetime cell voltage values in the internal log can be attributed to a manufacturing error. Based on this observation, it is possible that a cell pair, at some point in time, exceeded the threshold of 4.3v. However, this could not be confirmed due to the out of range values in the internal logs. When a battery cell exceeds the voltage threshold, the battery will not charge until the voltage decreases below the threshold, triggering a cell-over-voltage (cov) flag. If the battery remains connected to the battery charger with a cov flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Based on the available information, a possible root cause of the battery not charging can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.